Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned. Other: it was reported there was no pacing and an intermittent sensing problem. The lead was removed and replaced. Additional information was subsequently received reporting intermittent capture and sensing problem. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor , device was out of specification in a manner that relates to event; capture, intermittent, pace, failure to, sensitivity.

Event description:
It was reported there was no pacing and an intermittent sensing problem. The lead was removed and replaced. Additional information was subsequently received reporting intermittent capture and sensing problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also noted that the right ventricular (rv) lead was fractured; exhibited noise, and increased impedance. No further patient complications have been reported as a result of this event.